Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the physician had difficulty with implantation because the patient had a large sized right atrium and from repeatedly inserting and withdrawing the lead the svc (superior vena cava) coil part of the lead was impaired from the valve part of the sheath that had a valve. When the lead was withdrawn because resistance was perceived, by another physician that was assisting, the physician confirmed that the coil part had been peeled off. The lead was not used and a new lead was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the exposed superior vena cava defibrillation coil became extrinsically fractured due to pulling/stretching/overstress. The exposed superior vena cava defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. The analyst noted that the exposed svc coil was extrinsically fractured at 36 cm at the proximal cross groove and the svc exposed coil was distorted. If information is provided in the future, a supplemental report will be issued.